Event description:
It was reported that the patient was experiencing shortness of breath. The patient underwent a heart catheterization, medication change and setting changes to the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).